Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges, causing the customer to experience an elevated blood glucose level. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer administered an insulin injection, changed the cartridge, and delivered a correction bolus to treat the bg. Reportedly, the customer reverted to an alternate method of insulin therapy.